Event description:
It was reported that when the physician was using a 6mm diameter x 150mm length complete se peripheral stent system device, the screw of the delivery system was too short when trying to deliver the stent, and when turning the wheel of the device, the stent could only be deployed approximately 80mm. Otherwise the stent must be released by pressing the buttons. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: (device or procedural images not provided for review). (B)(4).